Event description:
Freestyle libre 14 day continuous glucose monitoring. This was my third sensor since (B)(6) that I have tried to use. After applying the sensor, which is supposed to last 14 days, around the day the monitor lifted off of my arm and underneath was a terrible blister or rash. I contacted the company to use if they have changed the adhesive from the likes of the 10 day cgm that I had previously been using with no problem. No one is admitting to a change of chemicals used and they will not give me a list of the products so as to try to determine what my allergy may be. I am now left with 3 terrible looking marks on my arm from the inferior adhesive that is used for their product. Apparently, I am not the only person suffering there is a full blog or (B)(6) with people who are having the same issue. The company keeps telling you they haven't had any issues with them and I should contact my physician. They are only offering to send you a replacement sensor. I would really appreciate this being looked into because there are more than a handful of pts who are trying to use this product with adverse effects. FDA safety report ID# (B)(4).